Event description:
Dislocated in the pt's eye. According to the physician, a one piece device was implanted in the pt's right eye following cataract extraction. Post-operatively, this woman experienced nausea and vomiting and did not report the symptoms to the physician. The physician examined her on 8/28/96 and the lens was dislocated. She was taken to surgery for a lens replacement. It was noted during the secondary surgery that the capsular bag had ruptured and an anterior chamber lens was implanted. The pt has since recovered. The physician indicated the lens dislocated was secondary to the pt's nausea and vomiting. Evaluation of the returned lens is pending.